Manufacturer narrative:
Additional information : the device was manufactured december 04, 2017 - december 05, 2017.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eighteen (18) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port; further described as "leaking where the admixing port joins the bag on the left". The leaks were discovered during compounding. There was no patient involvement. No additional information is available.